Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was powered off. The technical support specialist (tss) guided the customer to the power button on top of the machine, but system still powered off. Then, the field service engineer (fse) resolved the powered off issue and confirmed that the system was online. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system was powered off however, there were no delay or adverse events or injuries reported based on this event.